Event description:
It was reported that the patient has an exposed lead and the patient was feeling electrical pain in the chest. The lead extrusion is right below the neck incision in two spots. Patient had a revision in march with no issues but developed a sore on the neck recently that led to the extrusion. An update was received that the patient leads were removed. Device history records were reviewed on lead and generator. The devices passed all functional specifications and quality tests and they were sterilized prior to distribution. Product analysis not needed as event does not reflect a problem with the functionality or delivery of therapy of the device. No other relevant information has been received to date.